Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead was repositioned several times to get appropriate sensing values. After repositioning the lead multiple times, the helix was difficult to rotate into and out of the lead body. The lead was not implanted and was replaced. The patient condition was stable before and after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.